Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n193467018, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced withdrawal and night sweats. The patient was supposed to have a refill on (B)(6) 2015. The patient reportedly parted ways with her managing healthcare provider (hcp). It was unknown what drug the pump was used to deliver. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.